Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. Unit display properly. No missing segment/partial display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer stated there were missing pixels from each corner of the lcd. Blood glucose level at the time of the incident was over 188 mg/dl. The insulin pump will be returned for analysis.